Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition following implant. A revision procedure was performed one day post implant. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.